Manufacturer narrative:
The clinical reference guide cautions users not to treat over bony areas. Per clinical, arms can be considered a bony area and therefore user error may have contributed to this incident. Additional information was requested, however none was provided despite multiple requests. A device evaluation was performed and there was no indication of device malfunction. The device history record confirms that the product passed and met all requirements before releasing. This is a reportable adverse event due to hospitalization and patient receiving medical intervention.

Event description:
It was reported that patient felt dizzy and nauseous during a treatment on her left arm using sculpsure. Patient visited the emergency room (ER) the following day due to arm being swollen and hot. Patient was diagnosed with cellulitis and given antibiotics. A few days later, patient reported visiting the ER two more times. Patient was hospitalized for two and half days and was given IV antibiotics. Patient has since reported a lump has formed but is also improving.